Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
It was reported that the ventilator displayed a tf301 watchdog failure. There was no patient involvement reported.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate and repair the device. Upon evaluation, the reported malfunction was confirmed. To resolve the error, a full calibration of the device was performed.